Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint with associated MFR# 2954740-2016-00283. (B)(4). Concomitant medical products: guiding catheter with a balloon (optimo 9fr); micro catheter (marksman). (B)(4). The revive will not be returned and there are no alleged quality issues, therefore no root cause analysis can be performed. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint; no device returned; no analysis required. Hemorrhage is a known potential adverse event associated with the use of the codman revive se product and is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Hemorrhagic transformation of ischemic events is a known event. Review of the available information suggests that the presenting ischemic event and medication regimen may have contributed to the hemorrhagic event. No further actions are required at this time.

Event description:
Adverse event of subarachnoid hemorrhage was reported in patient immediately post procedure. It was reported by (B)(6) study that patient, (B)(6) female presented on (B)(6) 2016 with a brain infarct that developed due to rt-m2 stasis. The patient had no anamnesis of the brain infarct. Before the procedure the aspects-CT: 9 points, nihss: 16 points and tici: 1 point. The t-pa was ¿unapplied¿, the revive se (frs21452299/t10085) was used for the procedure. The patient¿s vessel was moderately torturous at occluded part. The stenosis was at m1 distal at proximal portion than occluded part. The rate of stenosis was unclear. The revive se was first deployed, but there was no change in the situation with tici: 1 point, and the procedure had been completed as it is. The nihss : 13 points immediate after the procedure and the asymptomatic hemorrhage (subarachnoid hemorrhage) at occluded vessel area was observed. On (B)(6) 2016: the mrs: 4 points, nihss: 13 points, aspects-CT: 5 points, aspects-dwi: 1 point. The patient is being followed up at the moment. Confirmation of outcome on (B)(6) 2016. The product is not available for return.

Manufacturer narrative:
This is follow-up report being submitted for this complaint with associated MFR# 2954740-2016-00283. Date of patient death: (B)(6) 2016. Updated description adverse event of subarachnoid hemorrhage was reported in patient immediately post procedure. It was reported by revive se pms (B)(4) study that patient (B)(6), a (B)(6)-year-old female presented on (B)(6) 2016 with a brain infarct that developed due to rt-m2 stasis. The patient had no anamnesis of the brain infarct. Before the procedure the aspects-CT: 9 points, nihss: 16 points and tici: 1 point. The t-pa was ¿unapplied¿, the revive se (B)(4) was used for the procedure. The patient¿s vessel was moderately torturous at occluded part. The stenosis was at m1 distal at proximal portion than occluded part. The rate of stenosis was unclear. The revive se was first deployed, but there was no change in the situation with tici: 1 point, and the procedure had been completed as it is. The nihss : 13 points immediate after the procedure and the asymptomatic hemorrhage (subarachnoid hemorrhage) at occluded vessel area was observed. (B)(6) 2016: the mrs: 4 points, nihss:13 points, aspects-CT: 5 points, aspects-dwi:1 point. The patient is being followed up at the moment. Confirmation of outcome on (B)(6) 2016. The product is not available for return. Update: 14aug2017: the vascular diameter at proximal portion of occluded site was 3.5mm and distal portion and the length were unknown. (B)(6) 2016:the patient was expired due to the cancer of the corpus uteri.

Manufacturer narrative:
This event involved a death and those fields were accidentally omitted.  They have been added in this report to reflect the death event. An internal corrective action has been opened to address this issue. (B)(4).